Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. Third party manufacturer reviewed the routes for lot # 12vm461114 and determined there were no deviations or discrepancies noted and the lot was manufactured without incident. The retain samples for this lot were inspected and found to be functional and non-defective. Each retain sample tested functioned properly and without incident. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/28/2015.

Event description:
The complainant reports that retention balloon of the flexi-seal signal fms (fms) ruptured when a finger was inserted into the finger pouch. The complainant adds the fms was not used on a patient and another fms was used and there was no problem with this fms.